Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 700cc mentor memorygel breast implants experienced left sided baker grade iii capsular contracture, right sided device migration, and right sided cutaneous contour deformity post procedure. After the implants the placed the patient had a revision to correct sagging on the left side. The right implant then began to migrate medial causing rippling and folding of the implant. Another procedure was performed to correct this. As a result, explant is planned for (B)(6) 2022. See 1645337-2022-05759 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 23, 2022. Replacement with new 700cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 28, 2022 mentor became aware that the impacted products for this file had been returned to mentor but had been erroneously associated to a different file. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 18, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).